Event description:
Instrument failure- the surgeon impacted the tibial punch while the tower was at the largest, rather than the smallest setting. This caused a large cavity and fracture in the tibia.

Manufacturer narrative:
On (B)(6) 2013 an agent reported to djo surgical that the surgeon had fractured the proximal tibia during preparation for the tibial base implant during a live surgery. He indicated that the instruments used to prepare the bone for the trapezoidal keel of the implant were set improperly, causing the surgeon to punch a cavity too deep. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There was a 20 minute delay in surgery and another device was available for use. The revision surgery was completed as intended. The instrument was not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product. Two non-conformances involved the markings on the device; one involved the size/line markings that are engraved on three of the four sides of the device and the other nonconformance was regarding the laser marking of the traceability information (lot number) in which the mark was removed during the cleaning process. All three units were returned to the supplier for rework to the specification. The root cause of this complaint cannot be determined with confidence since the part was not returned for evaluation. It was reported that the device was placed in a different setting as opposed to the intended implant size. Since the device is used with a broach and is tapered in design, preparing for a larger size implant would in effect create a much larger hole than intended. The surgical technique released with the system at the time of use clearly states that "the tibial tower must be adjusted to the correct size setting prior to use."